Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Customer received a replacement pump for continued insulin therapy.